Event description:
Pump overinfusion. Pt was receiving a continuous infusion at a rate of 66ml/hr with a volume to be delivered of 250ml. The infusion started at 12:02pm. At 12:03pm, there was 80ml remaining. At 12:29pm, there was only 2.8ml remaining in the bag. The pump was removed and the engineering and risk management personnel were called. No pt injury reported.

Manufacturer narrative:
The device eval is underway. A f/u report will be submitted after the eval is complete.